Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber stopper from the closure component of an evacuated container fell into the bottle. This was noted as the bottle was being transported from the pharmacy. The bottle had been filled with three vials of 25ml of gammagard. There was no patient involvement. No additional information is available. This is report 2 of 3.